Manufacturer narrative:
Additional information: as part of a legal dispute, intuitive surgical, inc. (Isi) received additional information regarding the reported event. Isi was provided with the da vinci operative report and the patient's medical records. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Post-operatively, the patient experienced pain and dysuria. She was treated with flomax and urecholine. Due to low hemoglobin and hematocrit (h&h) levels, she was transfused 2 units of packed red blood cells. The patient's h&h subsequently increased. The patient was discharged on post-op day 3. An abdominal series was performed on (B)(6) 2013 for abdominal pain. Moderate distention of the small bowel and colon at the level of the rectum was noted. A CT-scan of the patient's abdomen/pelvis was performed on (B)(6) 2015 for evaluation of an abdominal or pelvic abscess. The CT-scan revealed possibility of a mild ileus pattern of the colon and portion of the small bowel but no evidence of obstruction or abscess. Impressions included mild right hydronephrosis and mild right hydroureter down to the level of the right mid pelvis without a definite obstructing stone seen. Multiple pelvic abscesses were noted. Leakage of contrast opacified urine from the distal left ureter into the pelvic peritoneal spaces and into the vaginal vault was noted. Both kidneys were noted to have satisfactory concentration and excretion of IV contrast. The patient underwent a cystoscopy, bilateral retrograde pyelogram, and left ureteral stent insertion on (B)(6) 2013. On the left side, approximately 3 cm up from the bladder, was extravasation. It was noted there appeared to be thermal injury to the medial aspect of the ureter, and the lateral aspect appeared to be intact. A stent was placed without difficulty. An esophagogastroduodenoscopy was performed on (B)(6) 2013 due to chronic anemia and to evaluate for upper gl tract blood loss. A small hiatal hernia was noted but there was no convincing source for the upper gl tract blood loss. The patient was to be treated with iron supplements and close clinical observation. A CT-scan of the patient's abdomen/pelvis on (B)(6) 2013 revealed a persistent ureter leak communicating directly with the vagina. A leak was seen extending medially and caudally from the ureteral stent. On (B)(6) 2013, plans were made to attempt placement of a left nephrostomy tube. Saline was placed in the urinary bladder via a foley catheter with reflux through a left ureteral stent. Saline flowed rapidly into the vagina and did not distend the left renal collecting system well for any significant length of time. The planned placement of the nephrostomy tube was aborted. A CT-scan of the patient's abdomen/pelvis on (B)(6) 2013 revealed: no evidence of a left ureterovaginal fistula, a left internal ureteral stent was in place, and moderate decrease in size of 3 pelvic abscesses. A CT-scan of the patient's abdomen/pelvis on (B)(6) 2013 for abdominal and pelvic pain revealed stable placement of the left ureter and stent. No periureteral fluid extravasation was demonstrated. No evidence of inflammatory bowel disease, renal masses, nephrolithiasis, or obstructive uropathy was noted. The patient underwent a cystoscopy, left stent removal, left retrograde pyelogram, and left stent replacement on (B)(6) 2013. A persistent approximately 1 cm stricture in the left mid to distal ureter was observed with no extravasation seen. The decision was made to replace the stent. A CT-scan of the patient's abdomen/pelvis on (B)(6) 2013 revealed an imaging pattern consistent with pyelonephritis. Equivocal pyelonephritis of the right kidney was noted. No evidence for abscess, left hydronephrosis, or left hydroureter was noted. A tiny fat-containing supraumbilical hernia was noted. The patient underwent a cystoscopy, left stent removal, left retrograde pyelogram, left ureteroscopy and stone extraction on (B)(6) 2013. Due to persistent pain, the patient underwent a cystoscopy, bilateral retrograde pyelogram, left ureteral dilation, and left ureteral stent placement on (B)(6) 2013 without complications. A cystoscopy, left stent removal, and left ureteroscopy was performed on (B)(6) 2014. A ureteral stricture was noted to be patent with some mild inflammatory changes seen, but it was wide open and appeared to be draining well so the decision was made not to replace the stent. A left ureteroneocystotomy, cystoscopy, and left ureteroscopy were performed on (B)(6) 2014 due to a history of chronic left ureteral stricture and having failed conservative management. No complications were noted. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: the patient experienced operative complications after undergoing a da vinci surgical procedure. However, the cause(s) of the post-operative complications are unknown. There is no indication that a malfunction of a da vinci system, instrument, or accessory occurred. There is also no indication based on the medical records provided that electrical energy escaped from an instrument as alleged by the plaintiff's attorney.

Manufacturer narrative:
As part of a legal dispute, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event: the patient was hospitalized from (B)(6) 2014. The patient was seen during a post-operative visit on (B)(6) 2014. The patient's pain was noted to be improving. However, the patient had complaints of post-operative nausea, vomiting, and poor appetite. The patient's incision was noted to be healed. On (B)(6) 2014, the patient was reportedly doing much better post-operatively and had less abdominal pain. There were no reports of leaking. The patient had been on medications for depression for over four months. Her depression was noted to be better. The patient was seen on (B)(6) 2015 with complaints of flank pain for a two week period. Urology was called and the patient was waiting for an appointment. Plans included a urinalysis and abdominal x-ray. No additional clinical information was provided. Based on the current information provided, this complaint will remain reportable due to the following conclusion: the patient's attorney claims that the patient was injured after electrical energy allegedly escaped from one of the instruments during a da vinci hysterectomy procedure. The patient experienced post-operative complications. However, the root cause(s) of the post-operative complications are unknown.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode and the patient's intra-operative complication cannot be determined. A follow-up MDR will be submitted if additional information is received. No previous complaint was reported relating to this event. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2013. No related system errors were found to have occurred during the surgical procedure. According to the system logs, the monopolar curved scissors was used in six subsequent da vinci surgical procedures. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's attorney claims that the patient was injured after electrical energy escaped from one of the instruments during a da vinci hysterectomy procedure.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci hysterectomy procedure on (B)(6) 2013. Isi was provided with the legal summons. Per the legal summons, the patient underwent the da vinci surgical procedure and was injured in this surgery by stray electrical current escaping from one of the instruments. The legal complaint alleges that a monopolar curved scissors instrument had arced electrical energy during the da vinci surgical procedure. A week after the patient was discharged from the hospital, the patient returned on (B)(6) 2015 and was diagnosed with a left ureteral injury. The legal summons also indicated that the surgeon was unaware of any thermal injury at the time she finished the da vinci surgical procedure. A left ureteral stent was placed on (B)(6) 2013 and the surgeon noted, thermal injury to the medial aspect of the ureter. According to the legal summons, the ureter injury caused the patient to experience pain and emotional distress and she underwent several surgical repairs. No further information was provided.

Manufacturer narrative:
As part of a legal dispute, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event: (B)(6) 2017 - the patient was seen in an ER for a left axillary abscess that was subsequently incised and drained with a large amount of purulent drainage. On (B)(6) 2013 - a nuclear medicine renal scan showed no left ureter obstruction. However, the rate of urine flow through the left kidney and left ureter was prolonged which may have been due to diminished left renal function and/or flow restriction in the left ureter. On (B)(6) 2014 - a nuclear medicine renal scan showed mildly delayed left renal tracer uptake but significantly delayed excretion, consistent with known renal obstruction. On (B)(6) 2014 - the patient underwent a cystoscopy, left stent removal, and left retrograde pyelogram. On (B)(6)2014 - during a follow-up visit, the patient had complaints of some persistent left lower quadrant pain. On (B)(6) 2014 - a nuclear medicine renal scan was performed and found to be normal. On (B)(6) 2014 - the patient had a complaint of continued constant left flank pain and ultram was prescribed. On (B)(6) 2014 - the patient was seen in the ER with complaints of abdominal pain, nausea, and vomiting. The patient was diagnosed with fever, dehydration, and uti. She was prescribed antibiotics, anti-nausea, and pain medications. On (B)(6) 2015 - an abdominal x-ray was normal and showed no evidence of intestinal obstruction. On (B)(6) 2015 - the patient was seen in an ER with complaints of left flank pain, fever, nausea, and dysuria. The patient was diagnosed with a uti and pyelonephritis. On (B)(6) 2015 - the patient was seen in an ER for continued complaints of left sided flank pain, intermittent fever, and dysuria. On (B)(6) 2015 - the patient was seen by a physician for complaints of abdominal pain and urinary urgency. Samples of vesicare were provided. On (B)(6)2016 - the patient underwent a sigmoidoscopy for recent hematochezia. On (B)(6) 2016 - the patient was seen by a physician for complaints of a uti, left flank pain, and hydronephrosis. A urine culture was positive for e.coli. On (B)(6) 2016 - the patient was seen in an ER with complaints of left flank pain radiating to her groin. A CT-scan of the abdomen and pelvis showed left-sided hydronephrosis and hydroureter with unclear etiology. On (B)(6) 2016 - the patient underwent a cystoscopy, left retrograde pyelogram, and cystogram for a history of intermittent left flank pain. The patient's post-operative diagnosis was flank pain with vesicoureteral reflux from implanted ureter. On (B)(6) 2016 - the patient complained of left flank pain and urinary urgency. The patient was given more samples of vesicare. On (B)(6) 2016 - the patient had a psychiatric evaluation for moderately severe depression. On (B)(6) 2016 - the patient had complaints of dull pain in her abdomen and voiding symptoms. The patient was diagnosed with hydronephrosis and unspecified abdominal pain. On (B)(6) 2016 - the patient had complaints of left flank pain. Urology did not think it was from the ureter but there was reflux of the ureter. Based on the current information provided, this complaint will remain reportable due to the following conclusion: the patient's attorney claims that the patient was injured after electrical energy allegedly escaped from one of the instruments during a da vinci hysterectomy procedure. The patient experienced post-operative complications. However, the root cause(s) of the post-operative complications are still unknown.